Manufacturer narrative:
Updated section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patients own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Since there are multiple modes of contamination other than the prosthesis itself, and no indication or allegation that the patients infection was device related, the event was likely due to patient and/or procedural-related factors. A definitive root cause cannot be conclusively determined. However, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
Added: d4 (expiration date) , h4 (device manufacturer date). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences has summarized the sterilization effectiveness for the microorganism identified in this event. Per microbiology assessment, the microorganism identified in the endocarditis event staphylococcus capitis; could not survive in edwards' multi-stage solution processing or terminal ethylene oxide sterilization and is rapidly inactivated. Edwards lifesciences provides sterile tissue bioprostheses to customers with carefully designed robust sterilization processes for which the efficacy has been demonstrated consistently and which provide a significant safety factor. It can be concluded that the bioprosthetic valve, as supplied by edwards lifesciences, would not be the source of infection. Edwards lifesciences provides sterile tissue bioprostheses to customers with carefully designed robust sterilization processes for which the efficacy has been demonstrated consistently and which provide a significant safety factor. It can be concluded that the sealed package containing the bioprosthetic valve, as supplied by edwards lifesciences, was not the source of infection. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device will not be returned for evaluation due to patient's infective endocarditis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 11500a25 implanted in aortic position was explanted from a 63 year old patient after an implant duration of four (4) months and seventeen (17) days due to endocarditis. Onset date was reported as day of aortic valve replacement surgery, with a one (1) week prior history of feeling unwell. Infecting organism was staphylococcus capitis, with no obvious source of infection or underlying precipitating factors. As reported, there was no valvular stenosis nor insufficiency. Patient experienced fever, chills, rigors and was feeling unwell. A 23mm surgical valve was implanted in replacement. Patient was discharged home in stable condition.